Event description:
Plantiff alleges suffering from a latex related illnes and injury and sustained the following injuries, respiratory problems, anaphylactic reactions, related mental and emotional distress and will suffer substantial loss of earnings and earning capacity.